Event description:
Caller reported a cgm error 42 and a #g7sensor issue. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and assisted the caller in performing the reset, after which the cgm error code did not reappear.